Event description:
Reportedly after applying a clip at the application site, the tissue was damaged resulting in an unexpected trauma at the application site. It was also reported that the device was not functioning as expected. Procedure type: hemi-hepatectomy.